Event description:
Shunt valve malfunction; indications per operative note: headaches had returned. Unable to interrogate shunt. Shunt valve was attempted to be interrogated, thee was no current reading on it, surgeon determined valve was nonfunctional and recommended revision of shunt. Medtronic,(B)(4). Customer service (B)(4). Contacted (B)(6) 2018. Informed about malfunction. Waiting to hear from them regarding returning product for investigation. Diagnosis or reason for use: (B)(6) 2018 procedure - cystoperitoneal shunt placement; (B)(6) 2018, procedure - replacement of shunt valve, revision.